Event description:
It was reported patient had an infection at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Patient was prescribed oral antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was prescribed oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Surgical intervention was undertaken wherein the ipg was explanted to address infection. The system was not replaced.